Manufacturer narrative:
Investigation into this complaint included a customer data review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: retain / file sample evaluation: the retain file sample evaluation for the alinity m resp-4-plex amp kit (list 09n79-090) lot 384108 was performed. No error codes were presented during testing and all testing replicates were interpreted correctly by the assay software. The file sample evaluation for lot 384108 met the acceptance criteria and validity criteria that were established for the resp-4-plex false positive testing protocol for complaint investigation. As a result, the product file sample evaluation for the alinity m resp-4-plex amp kit (list 09n79-090) lot 384108 received a disposition of passed. Customer data review: the runs involving the questioned sample identifications were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The discrepant result produced a valid result, and the amplification curve did not appear abnormal. Different platforms have different limit of detection (lod) therefore, the results may not be 100% reproducible. Quality data review: device history record / batch record review. Review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot# 384108 (including the components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex kit (list 09n79-090) lot 384108 and its components. Complaint history review: the complaint history review identified four(4) additional complaints related to discrepant results (false positive) for the alinity m resp-4-plex amp kit lot # 384108. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 384108 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be initiated. This incident is being reported to FDA because the incident occurred in spain using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval. Additional mdrs for additional false positive results: 3005248192-2023-00120, 3005248192-2023-00121, 3005248192-2023-00123, 3005248192-2023-00124, 3005248192-2023-00125, 3005248192-2023-00126, 3005248192-2023-00127 and 3005248192-2023-00128.

Event description:
The customer reported 37 false positive results for several targets (cov-2, flua, and rsv) on the alinity m resp-4-plex assay. The customer reported the following discrepant results: run date 15-feb-2023: sid (B)(6): flua target, 38.86. The negative results were reported outside of the lab taking into account the patient history and clinical criterium. Some of the samples were repeated by bdmax technology, and all samples resulted as negative. The results has not been reported outside laboratory. Some of them has been repeated using other technology reporting negative result and others has been informed as negative taking into account patient history. There was no report of impact to patient management. Additional reported results will be reported in additional mdrs.